Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, confirmed by x-ray and fluoroscopy. This lead was successfully replaced. No additional adverse patient effects were reported. The product is not expected to be returned for analysis.